Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The osseotite® tapered certain® implant (int510) was returned for investigation. Visual evaluation of the as returned implant identified no apparent signs of malfunction. The device could not be functionally tested for the reported failure (bone fracture). Measurement were taken and following dimensional analysis and comparison to drawing, the device was determined to be within design specification. Pre-existing condition noted on the per were 'high bone density ¿ type I'. The devices were being placed on tooth # 26 (fdi) when the incidents occurred. Device history record (DHR) review for the lot (2017100974) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number ( 2017100974) for similar events (complaint category keywords: bone fracture + unable to place implant into osteotomy) and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did not occur. However, the reported events could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient weight: not provided. Previous implant lacked of primary stability reported has been submitted under MFR# 0001038806-2021-01058.

Event description:
It was reported that one implant was unable to be placed into osteotomy. Implant lacked of primary stability and it was removed (0001038806-2021-01058). Tooth location 14 (universal). A second implant was attempted to be placed into osteotomy. During this second attempt, the cortical bone fractured. Implant was removed. Patient will have to return for a new implant placement at a later point of time.